Event description:
(B)(4). Leg cramps, difficulty walking, abdominal cramping, excessive bleeding monthly causing anemia, edema in legs, arms, abdomen, hair loss, extreme fatigue. Increased inflammation markers in blood work eventually last year, aches and pains head to toe, hard time even moving at times due to entire body pain, depression.